Event description:
It was reported that the reservoir was occluded. Customer stated that he refilled the reservoir and during prime it would not flow through. Customer stated the plunger would not push out the insulin form the infusion set. Customer stated the issue was resolved by a complete set and reservoir changed. Customer's blood glucose was 215 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.